Manufacturer narrative:
Manufacturing records for both the lead and the generator were reviewed and for sterilization. Vns therapy system lists infection as a potential adverse event; possibly associated with surgery. Review of manufacturing records for both the generator and lead confirmed sterilization prior to distribution.

Event description:
Initial reporter indicated that the patient had their generator explanted for infection. Follow-up with the patient's treating physician found that swab wound cultures were taken and the patient had developed a staph infection in their generator pocket. Etiology of the infection was unknown and the treating physician did not believe the patient had any interaction with the surgical site that would have caused or contributed to the infection. The patient will be evaluated for reimplant once the infection has resolved.